Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Device received with scratches and nicks on front cover and enclosure, lever arm bent on microswitch, quick connect corroded, pole clamp gouged in the center, line cord faded and worn, missing power switch cable and retainer, water tank cover cracked, pcb missing leds. Put test power switch and retainer, then put water in water tank, attached disposable temp check, plugged line cord into outlet and connected to electrical analyzer and turned device on. The customer's indicated failure of "overheating" was replicated, and the root cause was the faulty pump. No action taken due to the condition of the device; it will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
The device was returned for evaluation. Functional testing was performed, confirming the reported problem. The root cause was a faulty pump. No action taken by manufacturer due to the condition of the device; it will be scrapped.

Event description:
It was reported that the device was overheating. There was no patient involvement and no patient harm reported.